Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s system controller stopped at approximately 1630 on (B)(6) 2015. The patient stated that all of the system controller lights lit up and he felt faint prior to connecting to the backup system controller. Red heart alarms were noted. The log file contained a sequence of speed drops and pump stops which lasted for two minutes or less while on battery power. There were some very high powers captured during this event; the highest power captured was 42.7 watts. On (B)(6) 2015, a percutaneous lead replacement was performed by the manufacturer's technical services. Post-repair, the log file contained more speed drop and pump stop events. The percutaneous lead continuity testing found the wires were intact and it was thought that there was likely an internal short to shield issue. On (B)(6) 2015, the patient underwent a pump exchange. Only the pump motor was exchanged via a subcostal approach; the replacement went well. The physician stated there was a bend internally but nothing else obvious at that time. The explanted pump will be returned for evaluation.

Manufacturer narrative:
Additional information the reported pump stoppage events and low speed operations were confirmed based on the evaluation of the submitted log file. The explanted pump was not returned for evaluation; however, a section of the percutaneous lead (lead) approximately 16¿ from the connector was returned for evaluation. The outer silicone jacket of the lead was returned damaged and partially removed. Rescue tape were observed on several sections of the lead approximately at the 3", 6", and 9" from the metal connector. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. There was an identified breakdown of the metal shielding throughout the returned lead, particularly at the 3", 4", and 7" from the metal connector. There were no fracture or breach found upon visual inspection of the wire. The lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient was given a brand new controller last night on (B)(6) 2015. However, patient still continues to have issues with his lvad. A controller exchange was done after switching power source didn't resolve the red heart alarm. Patient still continues to experience alarms. Additional information also included indicated that the patient underwent a pump exchange. Patient outcome: exchanged. Device malfunction causative factor: end of component expected life.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device ¿ 2 years and 8 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the new pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.